Event description:
The white end cap of the nasogastric (ng) tube used to clamp when not suctioning or feeding broke off in end of tube while trying to remove for residual check. This is not the first time this has happened with these tubes. A new ng tube was inserted due to the first one leaking and being unable to use. The defective tube was delivered to materials management with required documentation for followup with the company. The patient had her ng tube replaced without incident.